Event description:
Per the surgeon's report, this bilaterally implanted pt experienced a skin flap infection. The physician had to explant the device on the affected side and reimplant a new one in the same ear in 2006.